Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial pacing lead was fractured. An invasive procedure was performed and this lead was capped and surgically abandoned. A new right atrial lead was successfully implanted. No adverse patient were effects reported.